Manufacturer narrative:
Through the review of instrument data, siemens identified an erroneously elevated sodium (na) result on a patient sample obtained on an atellica ch 930 analyzer. Siemens reviewed the information provided by the customer and the instrument data logs. Siemens concluded that the cause of the event was consistent with the insufficient integrated multisensor technology (imt) diluent, resulting in improper imt sample dilutions most likely due to imt diluent consumable not being seated properly. The customer is operational. The device is performing within specifications. No further evaluation is required.

Event description:
Through the review of instrument data, siemens identified an erroneously elevated sodium (na) result obtained on a patient sample on an atellica ch 930 analyzer. The initial result was not reported to the physician. The same sample was reprocessed on an alternate atellica ch 930 analyzer. The reprocessed result recovered lower than the initial result and was reported as the correct result to the physician(s). There are no known reports of patient intervention or adverse health consequences due to the erroneously elevated na result.